Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that port access needle had been placed for access to patient for approximately 2-3 days. When nurse went to check on patient, gown was wet (saline IV fluid was running) and saw that there was a visible crack in the y-site below the needleless connector. The patient's port access was changed and there was no reported concern. No blood exposure occurred and no other medical intervention other than changing the device to a new device occurred.